Event description:
It was reported that during surgery when the surgeon impacted the t handle with a mallet the tip broke. It is unknown if all pieces were retrieved from the patient. Attempts were made to retrieve further information but no response was received from the complainant.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex tip on the device fractured off, rendering the device inoperable. The actuator was also bent. The hex tip and capture ball were not returned with the device. The device was manufactured in 2018 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.